Manufacturer narrative:
The device was returned to olympus for inspection. It was observed that during the device inspection, the c-cap (cover) and the light guide fibers glass were burned. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the observed event was handling/usage problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, flex video scope had the c-cap (cover) and the light guide fibers glass, burned. There was no patient involvement.